Event description:
It was reported that the base of the reservoir compartment on the insulin pump was cracked and there were pieces falling off. Customer's blood glucose was not known at the time damage occurred or was noticed. At time of this report, customer's blood glucose was 159 mg/dl. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Insulin pump had a broken reservoir tube lip noted. Insulin pump had cracked battery tube threads, minor scratches on lcd window, cracked case at display window corner, cracked reservoir tube and keypad overlay scratched.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.